Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Correction: d4. Update: h3, h4. The device was returned to olympus for inspection, and the reportable malfunctions of image blackout and image noise were confirmed. Based on the results of the investigation, the root causes of the subject events were unable to be specified. It was determined that the image sensor unit may have been broken and the electrical contacts had anomaly, leading to the subject event. The probable cause of breakage is irregular load to the bending section since damaged sites were observed on the bending section. The probable cause of the anomaly is electrical contact failure with the system since damage was observed on the electrical contacts. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): instructions for ltf-s190-5 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited blackout and image noise. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.